Event description:
Patient undergoing surgical repair of fractured right distal radius. While the surgeon was placing the last 2.3mm screws using a screwdriver from the acumed distal radius tray; the tip of the screwdriver broke off into the forearm wound. The surgeon, utilizing fluoroscopy x-ray technology, was able to locate and remove the fragmented tip. The broken tip matched up with the screw driver tip and an x-ray was taken of the fracture site and wound to confirm no other foreign bodies present. Staff/surgeon understands that the tool is fragile and if excess torque is used, there is breakage potential.